Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic and motor assembly. Unable to test basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. Unable to verify battery out limit alarm due to blank display also. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report 2032227-2014-29580.

Event description:
The customer reported that she received a no delivery alarm on the insulin pump, which was resolved by a complete set changed. Her blood glucose was 600 mg/dl. The customer declined to troubleshoot and had reverted to a back-up plan. Nothing further was reported.